Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, right salpingo-oopherectomy and left salpingotomy, while dissecting pelvic adhesions, soon after they started using the device, the surgeon noticed that it was not functioning properly. The monopolar portion of the device was frayed. Another device was opened to complete the procedure and delay only took less than 5 minutes. There was no patient injury.